Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like the proximal clevis got dislodged, and the main tube is broken (fragments in the first picture). From the last two pictures, it looks like the conductor wire might be slightly loose. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the 8mm maryland bipolar forceps instrument was noticed to have the plastic part at the instrument tip damaged, preventing the instrument to come out of the cannula. The customer removed the cannula and the instrument from the patient and contacted an intuitive surgical, inc. (Isi) field service engineer (fse) for assistance. While separating from the cannula, the instrument was broken. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that no fragment fell inside of the patient and the port incision was not increased to remove the instrument. The instrument did not collide with any other instrument or tool during procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube approximately 1.85" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.